Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the packaging was difficult to be opened and the label has been torn during the surgery.